Event description:
It was reported that this non-bsc implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedance measurements on the right ventricular (rv) lead. It was noted that it was programmed to rv to can and was seeing oor measurements. Troubleshooting options were discussed. Currently, this product remains n service and no adverse patient effects were reported.